Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.